Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporter´s narrative: the plastic-container broke when they inserted the needle into the patient.

Manufacturer narrative:
Event took place in sweden and has been reported through swedish distribution (B)(4). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency. Based on risk assessment and clinical assessment file is considered as closed.

Event description:
(B)(4). Initial reporter´s narrative: the plastic-container broke when they inserted the needle into the patient.